Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/14/2017 that on (B)(6) 2017, that the patient experienced a skin reaction at the insertion site that required antibiotics. The sensor was inserted at the leg. The reaction was described as red, redness, soreness under the skin, skin infection, and a purulent discharge that was drained during a hospital visit. Affected area was treated with antibiotics, name and date of prescription unknown. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.